Manufacturer narrative:
Lens work order search, medical review. Visual inspection of the returned lens showed the lens was returned dry, there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A lens work order search revealed that there were no similar complaint for the same type of problem from the work order. The length of the lens was re-measured against the original value and found in specifications. Therefore, it can be justified that this complaint is not product related. Medical review - acute pupillary block with elevated iop in presence of high vault early after icl implantation may occur due to: none patent/functioning iridectomies (too small, to peripheral and/or not fully permeable, blocked by visco), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts) malpositioned footplates, etc. No device failure: at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4).

Manufacturer narrative:
(B)(4): evaluation: conclusion (no device failure): - at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the (B)(4) clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. (B)(4)

Event description:
It was reported that the surgeon inserted a icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. The patient experienced pupil block with elevated iop, unreactive pupil and inflammation. The incision was both enlarge and sutured. The lens was not replaced.